Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the pin puller broke in half upon extracting the gold pin during knee arthroplasty. No adverse events were reported as a result of this complaint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of repeated use and the head was fractured. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of the instrument over a 12-year field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.